Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and severely calcified left common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced to post dilate the two placed wallstents. However, during the first inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The device was removed completely from the patient's body. Another 18-4/5.8/75 xxl esophageal balloon catheter was advanced. However, during initial inflation at 3 atmospheres for 20 seconds, still the balloon ruptured. The balloon was removed and another 18-4/5.8/75 xxl esophageal balloon catheter was advanced. However, after the balloon was initially inflated to 4 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with an 18x40 xxl balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and severely calcified left common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced to post dilate the two placed wallstents. However, during the first inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The device was removed completely from the patient's body. Another 18-4/5.8/75 xxl esophageal balloon catheter was advanced. However, during initial inflation at 3 atmospheres for 20 seconds, still the balloon ruptured. The balloon was removed and another 18-4/5.8/75 xxl esophageal balloon catheter was advanced. However, after the balloon was initially inflated to 4 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with an 18x40 xxl balloon catheter. There were no patient complications reported. It was further reported that physician was aware that 3 xxl esophageal balloon catheters were used off label in a venous setting to post dilate a placed stents. Due to the size of the iliac vein, xxl was the only balloon available.

Manufacturer narrative:
Updated b5: describe event or problem.